Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and the device was not detected on the bus. The field service engineer (fse) observed that no drawers were detected on the bus in the main unit, while all drawers were detected in the auxiliary section, and the tower was displaying as disconnected. The issue was isolated to the door controller module in the tower. The door control controller module was replaced and configured. The customer tested the station and confirmed satisfactory operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, all drawers failed with a device not detected on bus error and did not open; user rebooted the system, but it did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.